Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri45, lead, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient's device implanted in the brain interfered with the patient's cardiac device. Artifacts were noted when the brain device was on, but did not see those artifacts when the brain device was off. The device settings were programmed and the cardiac device remains in use. No patient complications have been reported as a result of this event.